Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing low blood glucose. The day prior he was at 40 mg/dl, he ate some cookies and it was still 40 mg/dl, he ate more and by the time he got up blood glucose was 399 mg/dl. The day before that, he was outside in the yard and he was staggering and stumbling. Customer stated that also about a week ago he was swerving while driving and the highway patrol pulled him over. Blood glucose value was 51 mg/dl. Current blood glucose is 203 mg/dl. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field and passed the displacement test. Customer stated he was taking medication for depression but stopped taking it after the first incident. The time was incorrect. Customer was advised to contact the doctor to adjust the basal rates.